Event description:
Procedure: sleeve gastrectomy. According to the reporter: the vloc needle broke during the case. The suture and one needle half came out with the device. The other half was left in the pt. The pt status is reported as fine. The surgeon x-rayed the pt to located the needle. The surgeon chose to leave the needle remnant in the pt. There was no unanticipated bleeding of 500cc or more. The case extended by more than 30 minutes to take x-rays to determine the location of the broken needle. There was no unanticipated tissue loss, the incision was not extended by more than one inch, and the procedure was not converted to an open procedure.

Manufacturer narrative:
(B)(4).